Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Due to corrosion on the switch box, all switch buttons did not work; due to corrosion on the switch box flexible printed circuit (sw fpc), switch button one did not work, the flexibility adjustment ring had a scratch, the forceps channel port had a scratch, the grip had a scratch, the switch box was scratched, and the right/left and up/down knobs both had scratches. The sw fpc had corrosion due to water leakage, due to corrosion on the plug unit, a e216 scope communication error occurred, the plug unit had corrosion due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the scope connector had corrosion due to water leakage, and the micro connector unit of the scope connector had corrosion due to water leakage. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value, due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, and the light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the instrument was connected to a light source, there was an e315 scope error when using the evis exera iii colonovideoscope. The issue was found at preparation of use, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e315 was due to damaged electrical parts, as a result of water invasion from the heavy crack in the scope connector cover unit. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.